Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. Three attempts were made to request additional information. There was no additional information received.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient expired on (B)(6) 2019 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information regarding product return were sent to the customer and no further detail was provided. No further information was provided. The manufacturer is closing the file on this event.